Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that two infusion sets malfunctioned during insertion, including an applicator that did not deploy when the sides were pressed and a subsequent attempt in which the needle did not puncture, leading to elevated blood glucose until a new site was placed; replacements were arranged. Symptoms included hyperglycemia with device readings indicating ¿high,¿ headache, and trace ketones for which the user followed a ketone action plan. Outcomes included transient hyperglycemia over approximately one hour without medical intervention, hospitalization, or need for assistance. Investigation included troubleshooting and education provided to the user. Investigation of this case revealed an incorrectly deployed infusion set and/or incomplete insertion consistent with an infusion set or connector deployment issue. It was concluded, based on previously established findings for similar reports, that user technique and insertion error were the most likely causes.